Event description:
Boston scientific received info that this right ventricular (rv) lead dislodged. This pt was not dependent and there were no adverse pt effects. It was reported that this lead would likely be reposition, however, when this would occur is unk. It was later reports that this lead was being repositioned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.